Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regards to the report that the pump might not be working, a device or therapy issue was not found. The last refill was normal. The cause of the patient's hospitalization was not determined. Actions/interventions taken to resolve the patient's hospitalization were not applicable. It was unknown if the hospitalization resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, clonidine, and bupivacaine via an implantable pump. The indications for use was spinal pain. It was reported that the patient was admitted to the hospital and the healthcare provider (hcp) thought the pump may not be working or may be giving too much medication. The hcp stated that they were unsure if the pump was causing issues, but they had ruled out cardiac issues and some other things. The hcp stated that pump was not alarming. The hcp inquired about having the pump interrogated. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.